Event description:
A physician reported that during the intraocular lens implantation the lens was scratched and was then taken out. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The reporting facility did not provide a lot number or any identification of the product. The manufacturer internal reference number is: (B)(4).